Event description:
In 2005, a gore excluder device was used to successfully treat a aaa. Sometime after the aaa repair, the patient underwent a right femoral artery reconstitution that become infected. Microbiology cultures were position. Nine months post aaa repair, patient presented with a ruptured abdominal aortic aneurysm. During the exploratory surgery to repair this, purulent material was noted at the level of the infrarenal neck was extremely friable and physician did not feel it would be suitable for an anastomosis. Plans were made ot ligate the infrarenal neck and perform non-anatomical bypass. Hemostasis was lost due to rupture of a pogarty occluded balloon and a re-attempt at placement of another balloon was made. At this point, the patient became asystolic and despite resuscitative efforts, the patient expired. No explant was received by w.l. Gore.